Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from a single patient sample and three levels of non vitros biorad quality control materials tested on a vitros 5600 integrated system. An assignable cause for the higher than expected biorad qc l1 result of 0.882 miu/l was not identified. The higher than expected biorad qc l2 and l3 results of 6.074, 6.058, 36.927 and 35.449 miu/l were most likely due to a sub-optimal calibration event. The customer recalibrated the next day and acceptable vitros tsh results were observed using the new calibration curve. Investigation was unable to determine an assignable cause for the higher than expected patient sample result. Based on acceptable historical qc review and within-run precision test results, the investigation found no evidence to suggest that a vitros reagent or instrument malfunction contributed to the event.

Event description:
A customer obtained higher than expected vitros tsh results from a single patient sample and three levels of non vitros quality control materials tested on a vitros 5600 system. Br qc lot 40901 l1 vitros tsh results of 0.882 miu/l versus 0.65miu/l, br qc lot 40902 l2 vitros tsh results of 6.074 and 6.058 versus 4.72miu/l, br qc lot 40903 l3 vitros tsh results of 36.927 and 35.449 miu/l versus 25.34 miu/l, patient a vitros tsh result of 0.31 miu/l versus 0. 21miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh results were generated from control fluid and no patient samples were processed at that time. The higher than expected patient sample result was generated as part of an investigative correlation study performed by the customer. However, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).